Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtml) due to error 23013. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the mtml for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 23013 points to pot to encoder fdfd error, mtml, axis 1.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the user informed the technical support engineer (tse) that they encountered repeated recoverable fault 23013. Tse reviewed the system logs and determined the fault was associated with the left master tool manipulator (mtml). The user stated they had already performed a power cycle, but the fault persisted. Tse then had the user perform a hard power cycle and attempt to move the mtml while the system was powered off; however, the issue still persisted after powering the system back on. Procedure outcome is unknown at the time of the report. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.